Event description:
It was reported that the battery gauge was fluctuating. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further follow up with support, and no additional actions or outcomes were reported.